Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement on the right ventricular (rv) lead and pacemaker. The lead safety switch was triggered due to the out of range measurement, which switched the lead from bipolar to unipolar configuration. Boston scientific technical services (ts) was consulted and upon review of the data found that there was a single out of range measurement; all other measurements have been within range. Ts recommended bringing the patient in for further testing. Another out of range measurement was observed which tripped the lead safety switch. The patient was brought into the office where all measurements were found to be within normal range. It was noted that the patient paces 64 percent in the atrium and less than 1 percent in the ventricle. At this time they have opted to monitor the patient. No adverse patient effects were reported.